Manufacturer narrative:
The device was returned for analysis. The reported activation failure and reported mechanical jam were able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, heavily torturous, 85% stenosed anatomy resulting in the reported difficult to advance. Further interaction with the anatomy resulted in preventing the shaft lumens from moving freely, resulting in the noted device damages (kinked and twisted stent sheath) ultimately resulting in the reported mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently, after the reports were filed it was confirmed the absolute pro stent completely failed to deploy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was treating a heavily calcified, heavily tortuous iliac artery that is 85% stenosed. The lesion was pre-dilated with an unspecified balloon. The 5.0x60mm absolute pro self-expanding stent was advanced to the target lesion with resistance felt with anatomy. When attempting to deploy the stent the thumbslide was difficult to side as significant resistance was felt. The stent was withdrawn. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.